Event description:
The breakage of the catheter at the 11 cm site was noted after 9 days in use. The remaining 11 cm inside the victim's body was removed by surgery 10 c.c. Syringe and the disinfectant povidone iodine solution were used.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR

Event description:
The breakage of the catheter at the 11 cm site was noted after 9 days in use. The remaining 11 cm inside the victim's body was removed by surgery 10 c.c. Syringe and the disinfectant povidone iodine solution were used.

Manufacturer narrative:
We received the catheter without sliding clamp as faulty. The catheter tube snapped distal to the 11 cm marking, and the remaining catheter fragment was not received. Dried solution residues were visible inside the extension line. Microscopic examination revealed a very rough fracture edge. The fracture surface showed the same characteristics, indicating excessive tensile force during removal. The customer described that resistance was felt during removal of the catheter, however, if any difficulties occur when removing a catheter, excessive tensile force should not be applied, and the removal should be stopped first. It is helpful to use ultrasound to examine the catheter path and analyze the cause of the blockage during catheter removal. A warm compress over the catheter path stimulates vasodilatation. Gentle mobilisation of the veins on the surface of the skin can be helpful. Catheter removal should be attempted again at a later appointment if it is still unsuccessful. Lastly, the protocol of the respective hospital for difficult catheter removal must be followed. Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter and set components are randomly checked. One batch was used for the assembly group of the catheter tube (involved code 6g35982002). The value of the tensile force of the catheter tube for batch 8230223 was min. 8.2 n and therefore within its specification of min. 3 n (iso 10555-1). There are no further complaints for batch 290324gq, but five further complaints regarding a snapped catheter tube on product code 1252.30 within the last three years. However, none of these further complaints are related to a manufacturing fault. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault. Thus, as vygon, we do not take responsibility for this complaint.